Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure to treat kyphosis. It was reported that patient experienced an allergic reaction that included breaking out with a rash on the patient's arms, hands and legs and severe itching. The patient was given oral steroids to treat the breakout but when the treatment was over the rash returned. The patient has also used anti-inflammatories, antihistamines and lotions; none of which provide relief. No additional patient complications have been reported.